Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead measuring 9.8 cm from the connector pin was returned. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead exhibited elevated pacing thresholds. The lead was explanted and replaced.